Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had an audio/beep anomaly. The customer felt that her insulin pump was not alarming her enough when the reservoir was going low. The insulin pump did not alarm her that it was still suspended. Her belt clip broke. She experienced a high blood glucose level of 356 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No audio or beep anomalies noted during our testing. The low reservoir alert and suspend reminder alert features functioned properly during testing. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker. No belt clip received with the insulin pump.